Event description:
Reported by the complainant as follows... Tried the 3 samples sent to him and experienced constriction and abrading of stoma to the point where he quotes "the flexible roll up wafer on the flange cut my stoma badly resulting in a lot of bleeding and a gangrenous slough which has proved hard to heal."